Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, endocervical squamous metaplasia, bladder pain, menorrhagia, dysfunctional uterine bleeding and uterine enlargement. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and dysfunctional uterine bleeding ("dysfunction uterine bleeding"). The patient was treated with surgery (laparoscopic ¿assisted vaginal hysterectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, endocervical squamous metaplasia, bladder pain, menorrhagia, dysfunctional uterine bleeding and uterine enlargement. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and dysfunctional uterine bleeding ("dysfunction uterine bleeding"). The patient was treated with surgery (laparoscopic ¿ assisted vaginal hysterectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.